Event description:
Purchased a new onetouch ultra2 meter that turned out to be defective by providing readings that exponentially increased with sugar level anywhere from 25 to 80 points. This caused me to be ill with low sugar when the meter was telling me I was still in an acceptable range. Meter was bad as multiple bottles of test strips from different lots were used. Faulty meter provided a 260 post-meal reading while a verified meter provided a reading of only 179 taken literally within 30 seconds.